Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's mother called on (B)(6) 2020 to report a backup battery fault alarm. A subsequent self test led to the alarm going away. The alarm did not return following the self test. On (B)(6) 2020, the patient came in to the clinic. The emergency backup battery (ebb) was replaced with a new backup battery per the clinical consultant's recommendation. The date and time were synced again on the controller following the battery replacement. No further alarms have occurred and the patient was doing well at home. The battery was replaced as the patient lived about an hour away from the hospital and the clinician wished to avoid future related alarms which may necessitate the patient returning to the clinic. The controller was exchanged following a reoccurrence of the backup battery fault alarm after the ebb was exchanged. The pocket controller and backup battery will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via the submitted log files. The submitted log files contained data spanning approximately 8 days (19aug2020 ¿ 26aug2020). On 24aug2020 at 22:42 the backup battery fault alarm activated due to a failed load test, the alarm remained active until 25aug2020 at 22:45. The load test failed due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. On 26aug2020 the device had two separate backup battery not installed alarms at 14:28 and 14:37. Additional information stated that the clinic exchanged the patient¿s backup battery on 26aug2020. The pump maintained a speed above the low speed limit without issue while the driveline was connected. There were no other notable alarms in the log file. The heartmate 3 controller, (B)(6), was not returned for evaluation. The root cause of the backup battery fault could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.¿. No further information was provided. The manufacturer is closing the file on this event.